Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive on (B)(6) 2024. The infusion set fell off while being in use for 1-2 days. The patient replaced infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 3.